Manufacturer narrative:
Evaluation summary: probable cause is unknown. No product was returned with the complaint; therefore, no evaluation of the product could be performed. The device history records are intact and conforming, indicating the device was manufactured to specifications. The item number on the doctor's report for the initial procedure is incorrect, per the item and lot verification. No x-rays were received with the complaint.

Event description:
It is reported that the device was implanted in 2005. The following year, the patient strained his hip and leg area lifting a 100 pound weight. In 2007, the locking ring, liner and femoral head were removed and replaced due to a loose locking ring. The patient tolerated the procedure well and was discharged three days later, in stable condition.